Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited poor sensing, and high out of range pacing impedance measurements greater than 2,000 ohms. The patient presented to the emergency room two days later with complaint of fatigue. Intermittent loss of capture (loc) was observed. The patient was admitted to the hospital and a lead replacement was going to be planned. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that high rv threshold measurements were also observed. Due to the patient's deteriorating health condition, no lead replacement will be performed at this time. The physician increased outputs and plans to continue frequent in clinic follow ups.

Event description:
Additional information was received indicating an invasive procedure was performed to replace the right ventricular (rv) lead. This device remains in service with the newly implanted lead. No adverse patient effects were reported.